Event description:
It was reported that the patient underwent vns generator and lead explant due to agitation the explanted generator and lead were discarded. No further relevant information has been received to date.